Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 1627487-2024-00340 and 1627487-2024-00341. It was reported that the patient's system was explanted on an unknown date for an unknown reason.